Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision left hip with open reduction internal fixation of periprosthetic facture large hematoma that went thru ruptured fascia, short external rotators and capsular repair were found disrupted, removed scar tissue stem found grossly loose, liner easily removed, locking ring intact, found large prominent osteophyte anteriorly, removed cup well fixed femur fragment from fracture difficult to mobilize into correct position/alignment, 2 cables were placed. Surgeon noted felt was a pit proximal, but did not believe could align any better. Final images taken good position of fracture and hardware no complications review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). Zimmer liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells cat#00630505032 lot#63930702 biomet cer bioloxd mod hd 32mm -3nk cat#12-115114 lot#2983082 zimmer shell porous with cluster holes 50 mm o.d. Cat#00620005022 lot#64272014 biomet tprlc 133 fp type1 pps ho 8.0 cat#51-101080 lot#6725907 the device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 1 month later due to periprosthetic fracture. Scar tissue, loosening, and hematoma was noted. The liner, head, and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.